Manufacturer narrative:
Subgaleal hemorrhages are very rare complications (reported as low as 4 per 10,000 to 8 per 1,000 deliveries) associated with vacuum-assisted vaginal deliveries. Risk factors for this type of hemorrhage include: nulliparity, malposition, misplacement of the cup, prolonged traction efforts, and pop-offs/detachments of the vacuum cup. Device was discarded.

Event description:
It was reported by a clinical specialist that they "have had 3 incidents in the last 6 months of babies who have either been delivered by ventouse (omnicup) who have had a bleed between the skull and skin which is known as a subgaleal bleed."